Event description:
End user is a 70-yr old female, reports '1/2 inch live darker colored live worms found in packaging of catheters' in june (lot#: unknown) and in august (lot#: available). End user who has been using this product for 4 yrs, gets 5 boxes monthly. She said she first noticed this concern in a shipment in june of this year. She said the worms she could see through the packaging. End user is a 70-yr old female, reports '1/2 inch live darker colored live worms found in packaging of catheters' in june (lot#: unknown) and in august (lot#: available). End user who has been using this product for 4 yrs, gets 5 boxes monthly. She said she first noticed this concern in a shipment in june of this year and then earlier this week in a box. She said the worms she could see through the packaging in both cases and looked to be the same kind/ species of worm as they were the "same form". They are long (about half an inch) and slender and "looked like a little worm" seen through the packaging. She did not see any holes on any of the packaging at all/ all was intact and per her description it looked like the worms were packaged inside the sealed catheter packaging. She mentioned the worms she saw in june looked to be alive as they were wiggling and darker in color compared to the dead worm which was lighter beige in color she found in august. She did not use any of these and has already discarded them all. She did not note the lot #. Photos were provided. This report captures malfunction observed in the june delivery (lot#: unknown).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.